Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the volume test three times. Pump dispensed too little fluid. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of failed volume test. Visual/functional testing was performed. The air detector was inoperable. The reported complaint was not confirmed by accuracy test. No problem was found. The device passed all functional tests.